Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) think that it was not working. This ICD remains in service. No adverse patient effects were reported.